Manufacturer narrative:
Section a. Patient information was updated.

Event description:
The quattro catheter (lot#: 209655) was smoothly inserted into the patient's right femoral vein to induce hypothermia. Approximately 20 hours into treatment, during the cooling phase, the thermogard system generated an "air trap" alarm. The 500-ml saline bag was found to be empty. There was no fluid on the floor, the patient's bed, or the console. The quattro catheter was removed. The customer reported observing a damaged balloon and suspected that approximately 200 ml of saline may have infused into the patient's bloodstream. The catheter was replaced, and treatment continued and completed using the same thermogard console. No patient injury occurred, and the patient remained alive and stable.

Manufacturer narrative:
The reported complaint of a suspected catheter leak with a damaged balloon was not confirmed during visual and functional testing of the returned quattro catheter. No issues or discrepancies were found. No leak, damage, or device malfunction was observed during testing, and the catheter functioned as intended. During functional testing of the returned catheter, all infusion ports and lumens were flushed without resistance, except for the medial luer port, which was clogged with blood in the tubing. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloon was fully inflated when pressurized up to 100 psi. No leak or issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known-good start-up kit (suk) and ran on a peristaltic pump for 10 minutes at a flow rate of 240 ml/min. No leak was found, and the catheter functioned as intended. During additional functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard console system. The system was run in max warming mode at a target temperature of 37 °c for 60 minutes, followed by max cooling mode at a target temperature of 35 °c for 60 minutes. No leaks were observed during testing. The balloon functioned appropriately, warming during the warming mode and cooling during the cooling mode. The suk red pinwheel rotated normally. No issues were identified, and the catheter performed as intended.